Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cardiac arrest and subsequently passed away (41 days after the peritonitis onset). The cause of death was reported as due to cardiac arrest. It was unknown if an autopsy was performed. It was not reported if peritonitis was recovered or if pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by poor drain. The patient was hospitalized due to poor drain and was on "pd rest". The cause, treatment and patient outcome were not reported. The reporter declined to provide additional information.